Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe cramping") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (surgery to remove the essure and partial hysterectomy on (B)(6) 2013). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, migraine and procedural pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, migraine and procedural pain to be related to essure. The reporter commented: consumer stated that after surgery, symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was full occlusion of tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe cramping (seen as abdominal pain) and excessive bleeding(seen as genital bleeding). A partial hysterectomy was performed to remove the micro-inserts around 4 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe cramping"), transient ischaemic attack ("transient ischemic attack") and genital haemorrhage ("excessive bleeding") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pain"). On (B)(6) 2009, 25 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems (condition:depression"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), transient ischaemic attack (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), procedural pain ("painful post-operative recovery"), headache ("migraines / headaches") and uterine leiomyoma ("she noticed her uterus had large fibroids"). The patient was treated with surgery (partial hysterectomy, salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the abdominal pain, transient ischaemic attack, genital haemorrhage, migraine, procedural pain, vaginal haemorrhage, menorrhagia, depression, headache, dysmenorrhoea, dyspareunia, pelvic pain, fatigue and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, transient ischaemic attack, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: consumer stated that after surgery, symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: full occlusion of tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events depression, vaginal bleeding, menorrhagia, dysmenorrhea, dyspareunia, fatigue, uterine fibroid, pelvic pain, are added. Lab data updated. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 1-mar-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe cramping (seen as abdominal pain) and excessive bleeding(seen as genital bleeding). A partial hysterectomy was performed to remove the micro-inserts around 4 years after insertion. Both serious events due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, after the implant procedure consumer presented the events. Given their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.